Event description:
A customer reported that the insulin gauge on their pump was showing an inconsistent amount, with the fill estimate displaying 0 units despite insulin delivery. The discrepancy was greater than 30 units. There was no reported impact on the customer¿s blood glucose level, as it remained within a normal range. The customer was guided by technical support to fill and load a new cartridge to resolve the issue, and as a result, the problem was successfully fixed with a new cartridge provided.